Manufacturer narrative:
Updated data: b1. B2. B5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mechanism of failure was severe aortic insufficiency. Subsequently, a second non-medtronic valve was implanted valve-in-valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an unspecified valve performance issue with the evolutpro-26-us. An unspecified intervention was required. A computed tomography was needed for a possible transcatheter aortic valve (tav) in tav workup. The specific cause or contributing factors to the event were not provided.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. H6. Patient code and device codes. Additional codes. Annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an unspecified valve performance issue with the evolutpro-26-us. An unspecified intervention was required. A computed tomography was needed for a possible transcatheter aortic valve (tav) in tav workup. The specific cause or contributing factors to the event were not provided. Additional information was received that treatment was not planned, and the mechanism of failure was not confirmed. Additional information was received that the mechanism of failure was severe aortic insufficiency. Subsequently, a second non-medtronic valve was implanted valve-in-valve. Additional information was received to clarify the mechanism of failure was severe central aortic insufficiency.

Event description:
Additional information was received that treatment was not planned, and the mechanism of failure was not confirmed.

Manufacturer narrative:
Updated data: b5. Corrected data: b1. H1. H6. Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.